Manufacturer narrative:
Patient/family was the initial reporter, so personal information was not entered.

Event description:
The advocate attributed high readings on the contour next link as the reason her son went to the hospital. She had tested his blood with the meter while he was asleep, and received a reading of 69mg/dl. The reading was sent to the pump. Shortly after, he exhibited symptoms of seizure, and was vomiting. The advocate called emergency services. On the way to the hospital, glucagon was administered. The patient was still in the hospital at the time of the call, and had been stabilized. Further information was not provided. Advocate also stated there was a consistent 30mg/dl difference between blood glucose readings between the contour next link and the paramedic's meter. Specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. The advocate was advised to return the strips for evaluation. A new meter was sent to the customer.